Event description:
The user reports that a 20g needle was used while transferring blood from a syringe to a blood tube. While engaging the needle into the protection device, the user alleges to have experienced blood exposure to face and eyeglasses. No injury to the clinician for this event.